Event description:
Reporter alleged, the customer had been receiving blood glucose results lately and customer went to the doctor as a result. Reporter stated, the customer's advantage system measured a result in the 400s mg/dl compared to the doctor's result of 101 mg/dl when comparative testing was performed at the same time. It was not provided whether any actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.